Manufacturer narrative:
N/a

Event description:
The following has been reported: error 51-0001!!! "Speaker". Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.